Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a photograph was provided for evaluation. The visual inspection of the picture showed that the cone of the male luer connector of the return line was cracked. The reported condition was verified. A nonconformance has been opened to address this issue. To address this issue a field safety notice which provides further advice related to product handling and additional leaflets has been attached in each box of the prismaflex sets. The plant will implement a design change (raw material and shape) of the male luer connector to help prevent further occurence. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaplex m100 set, the venous line luer connector was found to be damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.